Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of this custom pack there was a prolonged incident of vasoplegia. Despite multiple efforts to try and bring the mean arterial pressure (map) up, the map stayed in the high 30s - low 40s. Use of device was continued to complete the case. The user suspected that the vasoplegia was a result to the patient being on bypass as the map issues resolved one patient came of bypass. There was no lasting patient impact, the patient was normal when the bypass was stopped. The customer did not allege a specific complaint against the custom pack but are looking at all options. They are unsure of the cause and stated it could be patient related.

Manufacturer narrative:
Investigation conclusion: medtronic cannot confirm or deny the complaint as no product has been returned to date. An analysis of this occurrence could not be performed without the returned product. Review of the device history record found no abnormalities during manufacturing that would cause or contribute to the reported event. A review of complaints received from jan 2020 through jan 2021 for the same failure mode found no similar occurrences. Medtronic will continue to monitor for future occurrences and trends. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.